Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate 3 vad modular cable was unable to be confirmed. The heartmate 3 vad modular cable was not returned for analysis. Additionally, no log files, photos, or other supporting documentation was submitted to indicate an issue with the modular cable. The extent of the damage to the modular cable is unknown. Per account information provided on 02aug2022 stated that the account does not have plans to return the heartmate 3 vad modular cable for analysis. As the modular cable is unavailable for evaluation, the complaint file will close accordingly and reopen if pertinent information is received. This investigation could not conclusively determine the root cause of the reported event. The device history records were reviewed for the modular cable and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the week of (B)(6) 2022, the patient accidentally severed their modular cable completely. The modular cable was exchanged, and as a precaution the system controller was exchanged as well. The patient experienced symptoms of lightheadedness and dizziness during the event. The patient spent a short time in the cardiac intensive care unit (cicu) before being discharged home.